Event description:
It was reported that, upon interrogating a patient's newly implanted pump, the programmer displayed a message of "pump memory error; pump and catheter data is invalid". The possibility of an outdated software card was discussed. The physician was planning to replace the software card with a new one. The medication used within the system was unknown, and no patient symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8870, serial# unknown, product type software. (B)(4).

Manufacturer narrative:
Product ID: 8840 lot# serial# unknown, product type programmer, physician product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(6).